Manufacturer narrative:
Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer replaced the power management board to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system failure preventing mechanical ventilation. There was no report of patient involvement.